Manufacturer narrative:
Initial reporter address is accounts payable dept (B)(6) . (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and very cloudy fluid. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unspecified date, the patient was treated per unit protocol (dose, route and frequency not reported). At the time of the report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.